Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage force sensor resistor. There was no motor error alarm. The motor passed motor test. There were minor scratches to lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. There was no motor position encoder error alarm on alarm history noted.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.